Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to a transcatheter aortic valve implantation (tavi) procedure, suture placement was achieved in the right common femoral artery with the sutures of two proglide devices using the preclose technique. The arteriotomy was 6f. The sheath was upsized to 18f and the tavi procedure was completed. Adequate closure was not achieved with the two successfully pre-placed sutures; therefore, additional devices were used. The common femoral artery occluded and a cut-down procedure was performed. There were no reported adverse patient sequelae reported. There was a reported clinically significant delay in the procedure reported due to the cut-down procedure. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported back wall stitch could not be determined. The reported patient effect is a known inherent risk of the procedure and the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report filed, additional information was received: a back-wall stitch occurred (the proglide suture had captured the back wall of the right common femoral artery). Hemostasis was surgically achieved. The physicians are reportedly in-training in the use of the proglide device and in the large hole technique. No additional information was provided.